Event description:
The patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed cosmetic scratches to the display screen and demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.